Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2003, (B)(6) 2006 and (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent a second gynecological procedure on (B)(6) 2006 and mesh was implanted. Also, on (B)(6) 2007, the patient underwent a third gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, bleeding, recurrence, dyspareunia, vaginal scarring and damage to the urethra. No additional information was provided. (B)(4) ¿urinary problems; undefined recurrence; dyspareunia; damage to urethra. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05100 and 2210968-2012-05101. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported the patient underwent removal/revision on (B)(6) 2007 for cystocele and rectocele with an incidental incursion into the distal rectum. It was reported that the patient underwent removal/revision of mesh on (B)(6) 2009 for gu device malfunction, vaginal pain, dyspareunia, bladder pain, and urethral mesh erosion. It was reported that following insertion the patient experienced dyspareunia, infection, bleeding, vaginal scarring, and damage to urethra found inside urethra. It was reported that the patient wore a foley catheter over one month after surgery with removal of some of the mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05100 and 2210968-2012-05101. The same patient is represented in each medwatch.